Manufacturer narrative:
Damaged feedbar. Evaluation summary: the analysis results for mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument the feedbar was found to be bent, therefore the instrument did not feed the clips as intended. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device stopped working. Another device was used to complete the case with no patient consequence.